Event description:
It was reported that the remote transmission for the implantable cardioverter defibrillator (ICD) showed multiple episodes of non-su stained ventricular tachycardia (vt) where detection was withheld inappropriately by stability. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 lead, implanted: (B)(6) 2013. (B)(4).